Manufacturer narrative:
(B)(6). Concomitant medical product: unknown g7 shell. The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch 3500a will be submitted product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial hip procedure, the threads of an inserter broke off into the acetabular cup. All pieces were retrieved. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. A g7 str monoblock shell insrtr was returned and evaluated. Visual inspection of the returned device shows the distal threads are fractured and the fractured portion is not returned with the remainder of the device. The handle body end plate shows dents, dings, and scratches suggesting significant use of device over the time of field life. Material analysis determined the device was manufactured to print specifications. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.